Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 34mm amplatzer septal occluder was selected for an implant on (B)(6) 2022. Device was sized using a sizing balloon and echocardiography. On (B)(6) 2022, post-procedure day 2, the device embolized into the right atrium and was snared. It is unknown of a device was successfully implanted. The patient remained hemodynamically stable throughout the implant and retrieval procedure. There was not a clinically significant delay or extended bypass time in the procedure due to this event. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device embolization into the right atrium and removal of device was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.h6 health effect - clinical code: code (B)(4). Removed and (B)(4). Added.

Event description:
N/a.